Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230958550 and data files were returned and analyzed. Log files returned from the field and were reviewed using the log file analysis tool. During external visual inspection, the catheter was found to be intact, and no defects were observed. The nitinol sphere was carefully observed and there was a foreign material trapped inside the lattice. The cirris tester was used on the catheter for the shorts and mapping tests, and had passing results. A multimeter and a breakout fixture was used to check for any shorts to braid, but none were found. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The catheter was subjected to an occlusion test and had passing results. In conclusion, the reported "foreign material" was not confirmed through data analysis of the log files. The reported "foreign material" was con firmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on completion of a cardiac ablation procedure, thrombus was noted inside the sphere 9 catheter when it was removed from the patient. Activated clotting times were monitored and reported as therapeutic during the procedure. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: activated clotting time (act) machine medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that continuous irrigation was maintained on both the catheter and the sheath. And the material inside the lattice of the catheter was white in color.